Event description:
Patient commented they had a nevro stimulator taken out because they couldn't get anybody to help them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).